Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the doctor deployed the angioseal as per IFU. However hemostasis could not be achieved and manual pressure was then applied for 3-5 minutes until hemostasis was achieved. Then the suture was cut. It was reported that there was no adverse effect to the patient. Additional information was received on 09/14/2017- after deployment the puncture site did not achieved hemostasis - once the doctor relieved tension on the device the puncture site bled (pulsatile flow). The doctor then applied digital pressure for 3-5 minutes until hemostasis was achieved. Deployment steps were followed as per IFU. It was reported that the black marker was visible following tamping.